Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was difficulty removing the catheter. The non rupture method (cut the shaft) was attempted, but failed. A wire was then inserted through the inflation lumen to rupture the balloon, and the catheter was able to be removed.

Manufacturer narrative:
Received only the catheter cut into 3 pieces for evaluation. The reported event was found inconclusive due to poor sample condition. The sample was evaluated and no pinch or blockage observed. He following functional testing was performed: - using a needle syringe, inserted water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. - unable to determine the deflation time of the used sample due to poor sample condition - unable to determine what elements existed during the placement and use of the catheter. According to the dimensional evaluation, the following results were found: concentricity (full inflation volume) n/a eye snip length 2/32¿ eye snip width 1/32¿ eye snip distance from distal cuff 8/32¿ eye snip distance from proximal cuff 7/32¿ rubberize thickness 7 thou inflation lumen coverage 11 thou balloon thickness (average) 25 thou reinforcement 160 thou based on the evaluation, the sample was classified as being in poor sample condition, and several tests could not be carried out. The exact time of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that there was difficulty removing the catheter. The non rupture method (cut the shaft) was attempted, but failed. A wire was then inserted through the inflation lumen to rupture the balloon, and the catheter was able to be removed.